Manufacturer narrative:
Concomitant medical products: cd3365-40q crt-d, implanted (B)(6) 2020. 310c29 mitral valve, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to infection. A new system was later implanted. No further patient complications have been reported as a result of this event.